Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited shock lead impedance measurements greater than 200 ohms one day after implant. This measurement was out of range. Health care professional (hcp) wanted to review lead measurements, but they were not available. Technical services (ts) noted that these measurements may take up to 45 hours to post after implant. Ts suggested testing of other vectors with this lead. No adverse patient effects were reported. Currently, this ICD remains in service.